Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) lead exhibited insulation anomaly and low out-of-range pacing impedance. The ra lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. Patient condition was stable.

Manufacturer narrative:
The reported events of insulation damage and low pacing impedance were confirmed. A full lead was returned in one piece for analysis. Visual examination of the lead found the outer insulation was cut at 25.3 cm and 25.7 cm from the connector pin due to procedural damage. X-ray examination of the lead found the inner coil in the connector region was damaged due to procedural damage. Electrical testing found an internal short due to the damaged inner coil in the connector region consistent with procedural damage. The cause of the reported events was due procedural damage. No other anomalies were found.